Event description:
Physician attempted to use a fortrex hp pta balloon catheter during patient treatment. A high degree of tortuosity was reported with 80% lesion stenosis. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging, i.e. Shelf carton, hoop/tray. No issues were noted when removing the device from the hoop/tray. The vessel was not pre-dilated. Issue occurred on first inflation. A balloon burst during inflation was reported. The balloon did not detach during the event. The balloon ruptured after arteriosclerosis and dilation, all fragments were removed from the vessel and the device was safely removed from the patient. A replacement product was opened and used to complete procedure. No patient injury reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.